Event description:
It was reported that during insertion of the iab, the balloon began to unwrap and consequently it would not pass through the introducer sheath. The user inserted another iab without any pt complications.